Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, and subsequently shut down. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that a minimum fill notification occurred. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level ranged from 126 mg/dl to 169 mg/dl.